Event description:
Home patient (hp) reports system error 2240 alarm in drain 4 of 4 of treatment on the homechoice. Per healthcare professional, at time of alarm, hp's pt line of the homechoice set was not securely connected to the transfer set. Treatment was discontinued and setup discarded. No prophylactic antibiotics were given. No pt injury or medical intervention was reported.